Manufacturer narrative:
Data received 07/17/2015 by MFR.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia, leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2012 by (B)(6). Patient returned to hospital in early 2014 with dysphagia. Endoscopy completed in 2014 subsequently revealed multiple beads (titanium encased magnets) to be visible in the esophagus. The linx device was found intact. Endoscopic removal of the linx device occurred in 2014. Patient had a full recovery (no dysphagia) with no complications or clinical sequelae. Information was obtained from literature and associated presentation.